Event description:
The customer stated that the axsym hbsag reagent cap is not opening as expected, which led to a probe crash and the probe needing to be re-aligned. Also, numerous liquid level sense error codes were generated. There was no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.